Event description:
Device 2 of 2. Reference MFR. Report: 1627487-2018-12685. It was reported the patient experienced ineffective stimulation. To address the issue, the physician explanted the patient's two drg leads at t4 and t6, and replaced them with new models at t4 and t6. Postoperatively, effective therapy was restored.